Event description:
It was reported that bd maxplus needleless connector had foreign matter in the pathway. The following information was received by the initial reporter with the following verbatim: the presence of a foreign substance inside the joint after the product has been used.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Additional information: 1. Please can you confirm when the contamination was identified, in the sealed packaging or upon use of the product? When using the product. 2. Please can you confirm the exact location of the contaminant (inside packaging, inside tubing)? Inside the joint. 3. Please can you confirm the type of contaminant i.e., hair, black spots, fibers, grease? Mucus-like substance. 4. Please can you confirm the color and texture of the contaminant i.e., soft, hard, oily? Soft.

Manufacturer narrative:
Correction: material number corrected and the expiration date/date of manufacture added. Investigation results: a mp1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 22105583. The customer reported that on five occasions, they observed foreign matter within the maxplus; additional information suggests the substance was a soft, mucus like substance, furthermore the contaminant was identified during infusion. As part of the investigation, the customer provided photographs of the affected sample; analysis of the photograph confirmed the customer's experience with a thick beige substance observed within the male luer of the maxplus. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be established in this instance as the sample was not available for investigation; therefore the exact nature of the contaminant was not able to be determined. However, as the contaminant was identified during infusion, and not upon removal from the packaging, it is unlikely that a manufacturing defect contributed to the customer's experience. A review of the production records for lot 22105583 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the mp1000 china product over the past 12 months.